Manufacturer narrative:
The field service engineer evaluated the ventilator and found a relevant code in the ventilator memory. The external battery was replaced. The ventilator passed all testing and was placed back in clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ventilator became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. There was no adverse event or consequences as a result.